Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl at the time of incident. Sensor glucose value from reported event was 160 mg/dl. Customer stated he felt less focused and slightly anxious so that is why he tested with the meter. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer reported difference was occurring with the current sensor. The insulin pump will not be returned for analysis.